Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has distal tip damaged, as part of overall visual revision. The device has its distal tip kink. The outer diameter (od) of distal tip, middle of the device and proximal section were within specifications; however, the overall length was outside specifications.

Event description:
It was reported that the device's sterility was compromised. During preparation of a 182cm choice guide wire, it was noted that the distal tip of the wire came out of the package. The procedure was completed with another of the same device. No patient complications were reported. It was further reported the tip was bent and twisted and came out of the sealed original package. The sterility of the device was not compromised and there was no visible hole or damage to the inner package.

Event description:
It was reported that the device's sterility was compromised. During preparation of a 182cm choice guide wire, it was noted that the distal tip of the wire came out of the package. The procedure was completed with another of the same device. No patient complications were reported.